Manufacturer narrative:
(B) (4). The device was received. Investigation is not complete.

Event description:
Device issue: loss of vessel access. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, when the device was raised to change the angle of the body of the device, the entire device withdrew from the vessel. Manual compression was applied to achieve hemostasis. There were no reported pt adverse effects. No additional info was provided.